Event description:
Pateint underwent revision surgery for pain. The acetabualr component was not obviously loose but was removed the surgeon stated there was some bone ongrowth on the dome of the cup but fibrous tissue around the rim.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product/lot code combinations since their release to distribution. Additionally, research using the as400 system indicates that several other devices from the reported acetabular cup lot have been delivered and are considered successfully implanted as no other reports have been received. Xrays reviewed on (B)(6) 2014 reveal anatomically positioned implants. The radiographs are undated and do not appear to show evidence of loosening. Operative reports or medical records were not provided for review. The images provided show bony ingrowth on the dome of the cup. The surgeon stated there was only fibrous growth around the rim. With the limited information available, it is not possible to determine if the complaint is product related. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.